Event description:
It was reported by dealer that the (B)(4) concentrator is alarming, high pressure no switching (hours 10,807). This concentrator belongs to a facility, no additional information provided by dealer.